Event description:
(B)(4). Same patient as 2134265-2011-05045 and 2134265-2011-05046. It was reported that following a coronary artery stenting treatment procedure the patient expired. Target lesion 1 was located in the mid right coronary artery with 85% stenosis and was 14 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with predilatation and implanting two overlapping (3.00 x 16 mm and 3.50 x 8 mm) taxus liberte stents with 9% residual stenosis. Further intervention was deferred at this time due to the amount of contrast dye used; staged procedure to the obtuse marginal was planned. 2 days later, the patient returned to the cath lab for planned staged intervention to the obtuse marginal. The obtuse marginal was 85% stenosis and was 36 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 x 38 mm taxus liberte stent with 9% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. At 229 days post-index procedure, the patient presented emergently after witnessed cardiac arrest. The patient had been shocked six times with an automated external defibrillator by first responders. Despite treatment with epinephrine and atropine, the patient remained in asystole with no central or peripheral pulses or spontaneous respiration. The patient expired with the cause of death per death certificate was acute myocardial infarction.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).